Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s system was not working so the patient could not put the ins into MRI mode. The caller stated that the battery in the controller was working so they stated that it was something with the implanted system that was not working. The event occurred three to four weeks ago in (B)(6) 2019. No further complications were reported/anticipated.